Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the power on reset (por) was unknown. The rep said the patient cleared the por so it was unknown how they did it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a power on reset and therapy had stopped. The patient had been keeping the implant charged and wasn¿t aware of a recent overdischarge. The representative stated that the patient hadn¿t been in any unusual environments and had seen the message 6-8 times before hitting the right buttons. The power on reset message was no longer appearing and stimulation was working. Troubleshooting reviewed to capture the code when the representative next saw the patient and potential causes of a power on reset message. The indication for use was spinal pain.